Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal lupinem 500 mg in each bag (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information for b5: dianeal therapies were ongoing. On an unreported date, antibiotic therapy was completed. The patient was reported to be doing well, the peritoneal effluent fluid was clear, and the patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). H10: should additional relevant information become available, a supplemental report will be submitted.